Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, only 9 clips present in device. This was the first time the doctor had used this applier and I asked him to complete one firing outside patient. The second firing was on a vein and the clip dislodged as it had not been placed entirely across vein. A further three clips were placed on the vein and it was transected. The artery was then prepared and one clip placed specimen side and two placed patient side. A further clip was to be placed patient side prior to transection. It was at this time that the jaws on the instrument clamped upon the artery. The surgeon forced the handles of the device open after considerable maneuvering. When removed from the trocar, the scrub sister cycle fired the device again - the orange indicator at this point was fully orange. A second device was opened and not used. The ees representative fully fired all the clips from the device (included on the discard a pad). On the 12th firing, the first orange bar was visible. On firing the 15th clip, the orange bar had started to "leave" the window. Procedure prolonged five minutes.

Manufacturer narrative:
(B)(4). Orange indicator over traveled. Device b batch # f9gy70; mfg date: 06/23/2009; exp date: 05/23/2014. Orange indicator over traveled, empty. The analysis results found that device (a) was received with the orange indicator beyond its intended position. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. The analysis results found that device (b) was received in good visual condition. When testing the device for functionality, it was noted to be empty, locked out and with the orange indicator beyond its intended position. The event reported could not be confirmed due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.